Event description:
Reference MFR report: 1627487-2019-05445. Reference MFR report: 1627487-2019-05446. Based on information obtained, the patient's scs system was explanted on (B)(6) 2019.

Event description:
Reference MFR report: 1627487-2019-05445. Reference MFR report: 1627487-2019-05446.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3; reference MFR report: 1627487-2019-05445, reference MFR report: 1627487-2019-05446. It was reported the patient¿s scs system was not providing adequate relief. Field representative met with the patient to provide coverage to the bilateral lower back and lower extremities to the knees. Subsequently, the patient may undergo surgical intervention.